Manufacturer narrative:
H3 and h6: a philips response center engineer (frce) spoke to the customer. The rce noted that the customer was not alleging the philips system was at fault, and they just needed the logs. Multiple requests for additional information were made to the director patient care services at the customer site, but no response was received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they needed to have logs pulled for a patient that expired around (B)(6) 2020 to (B)(6) 2020 from 0700 - 1900.